Event description:
Sunoptics light source was plugged in, in the or while a surgical case was being prepared. A staff member heard a loud pop and noticed "smoke pouring out of the back of the unit". The fire alarm was pulled, fire department arrived and assessed the situation. The light source was given to clinical engineering to check. It was determined that a capacitor failed and caused the unit to malfunction.